Manufacturer narrative:
The lot number of the modular cable was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the outer sheath of the modular cable showed multiple tears in addition to visible wear to the armor layer. A modular cable exchange was attempted but the modular cable connection with the replacement modular cable would not seat enough to engage the threads of the percutaneous/pump cable portion of the driveline. The patient became non-responsive and cardiopulmonary resuscitation (CPR) was started. The patient regained consciousness once the original modular cable was reattached and ventricular assist device (vad) flow resumed. The patient was admitted for observation following this incident, remaining on the original modular cable. Afterwards, the new modular cable was also unable to seat with the connector on a demo pump, but there was no apparent damage or obvious defect upon visual inspection. Related MFR # for the replacement modular cable: 2916596-2021-07453. Related MFR # for the percutaneous/pump cable: 2916596-2021-07637.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial damage to the patient¿s modular cable could not be confirmed through this evaluation, as no photos were submitted and the original modular cable was not returned for evaluation. Multiple requests for additional information were sent to the customer; however, no further details were provided. The patient remains ongoing on heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6), with the original modular cable. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) and patient handbook contain information on how to clean and care for the driveline. The hm3 lvas IFU also explains how to replace the modular cable. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 2 "system operations" (under "replacing the modular cable") provides instructions on how to replace the modular cable. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The hm3 lvas patient handbook (rev. C) is also currently available. Section 4 "living with the heartmate iii" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. The relevant sections of the device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The modular cable shipped in the implant kit for (B)(6) on 16feb2018. No further information was provided. The manufacturer is closing the file on this event.